Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition and the downstream occlusion (dso) sensor to be degraded. Functional testing was unable to duplicate the reported problem. The most probable cause was the dso sensor. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a software issue. There was no patient involvement/harm. Product fault occurred during testing. The device analysis found the downstream occlusion sensor to be degraded.